Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the pump powered on to a dim and discolored display screen. There was no vibration alert at power up or during the alarm sequences. The battery cap was unable to fully tighten. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination on the underside of the battery cap. The pump case was cracked in the corner of the display area. The pump's current draws were within specifications. There was further evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.